Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20329. It was reported the patient experienced loss of therapy due to possible lead migration. The patient is to follow up with the sjm representative as a next course of action. Patient received 2 peripheral leads (off-label).